Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level were impacted; however, no specific impact or bg value was provided. It was also reported that the customer received an unknown message while delivering a bolus. Reportedly, customer believes their infusion set is too short and reverted to a non-tandem pump to address bg levels. Customer was able to complete their bolus delivery but declined to provide any further details on the reported event. Recommendation was made to consult with their health care provider to discuss diabetes management.